Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported complaint. However, log review confirmed that error 32100 pointed to set up joint (suj) proximal on usm 2. The fse replaced suj 2 proximal inner. In addition, it was confirmed that universal surgical manipulator (usm) 3 pitch axis failed the usm diagnostic test engineering (dte) test. Therefore, the fse replaced usm 3. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Isi has not received the suj proximal on usm 2 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 32100 that may have been related to the system complaint. Additional log reviews confirmed that system sk1290 was used on 05-sep-2022 for a distal gastrectomy procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that error 32100 occurred on universal surgical manipulator (usm) 2. The csr did not know further information. The tse called the customer and was informed that recoverable error 32100 occurred before docking. The customer could not resolve the error by power cycling the system. The tse had the customer perform emergency power off (epo) on the patient side cart (psc), but the issue persisted. The surgeon elected to disable usm 2 per tse¿s advice and continued the procedure with 3 usms. The field service engineer (fse) will follow up. The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any error. The procedure could be completed robotically with the remaining 3 usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 an intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation produced no related error when the usm was tested on an in-house system. However, error 32100 pointing to the proximal set up joint (psuj) was confirmed. When the usm was tested on the patient side cart (psc) fixture test platform (pftp), the usm failed friction test since the pitch was slow. As a precaution, the pitch service logistics (sl) assembly with printed circuit assembly (pca), flat flex cable (ffc), motor module, harmonics, and elbow bearings will be replaced.